Event description:
It was reported that during a device changeout the patient had to be externally rescued during threshold testing. There was high impedance on the right ventricular lead and an apparent conductor fracture. The pocket was re-opened and upon investigation it was reported that there was a burn mark on the lead. The lead was cut below the burn mark, capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(6) the proximal segment of the lead was returned and analyzed. Primary results revealed that the defibrillation conductor was fractured. It was also noted that the outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Event description:
It was reported that during a device changeout the patient had to be externally rescued during threshold testing. There was high impedance on the right ventricular lead. The pocket was re-opened and upon investigation, it was reported that there was a burn mark on the lead. The lead was cut below the burn mark, capped and replaced. No further patient complications were reported as a result of this event.